Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed. However, device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace and pin 1 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer reported displacement test passed but self test failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.